Event description:
It was reported that a participant in the ilet experience study experienced a low blood glucose event and stated a value of 50 mg/dl, with no alerts or alarms reported; additional information has been requested to clarify the circumstances. Symptoms included hypoglycemia. Outcomes included no reported long-term impact. Investigation included a request for additional details from the participant to assess potential contributing factors. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.